Event description:
It was reported that due to continued pain and stiffness a revision surgery was performed to remove femoral component, tibial base, tibial insert and patellar component.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this complaint was re-opened and all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Since no relevant clinical medical information has been provided no further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that due to an infection a revision surgery was performed to remove femoral component, tibial base, tibial insert and patellar component.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.